Event description:
It was reported that, after a right hip bhr-tha revision surgery had been performed on (B)(6) 2020 following a metallosis and failed total hip arthroplasty diagnosis ((B)(4)), the patient experienced a chronic and recalcitrant prosthetic joint infection. Despite multiple operations to address the infection in which an antibiotic spacer was placed, a resection arthroplasty was conducted on (B)(6) 2021 to further treat this adverse event. During this procedure, the acetabular liner and the femoral stem were explanted and a copious saline irrigation with excisional debridement on bony surfaces was performed. Intraoperatively, significant debris and apparent hematoma or infection was evident. Serial sequential washes were performed on the debrided surfaces, with a subsequent placement of stimulant beads including vancomycin and liquid tobramycin. The arthrotomy, fascia and skin were closed, until further evaluation of the clinical course of the patient was obtained to perform a definitive reconstruction. The patient¿s current health status is unknown ((B)(4)).

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the revision operative report confirms the reported infection. However, the clinical root cause of the infection cannot be confirmed. The infection is highly likely of an exogenous nature and there is no evidence that the implants contributed to the infection. It cannot be concluded that the chronic infection is associated with a mal-performance of the implant. The patient impact beyond that which has already been reported cannot be determined. However it was noted that the patient is to have definitive reconstruction with femoral replacement. The surgeon planned for the patient to receive long-term antibiotics. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection have been identified in potential complications associated with total hip arthroplasty surgery. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the revision operative reports confirm the reported infection. However, the clinical root cause of the infection cannot be confirmed. The infection is highly likely of an exogenous nature and there is no evidence that the implants contributed to the infection. It cannot be concluded that the chronic infection is associated with a mal performance of the implant. The patient impact is the chronic infection and multiple right hip surgeries. Last notation indicated he ambulates with a walker and awaits another revision arthroplasty. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 29 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection have been identified in potential complications associated with total hip arthroplasty surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.